Event description:
It was reported that patient underwent a battery replacement procedure for unknown reason.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.